Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation: other'), pregnancy with contraceptive device ('pregnancy : born with birth defects'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('general abnormal bleeding') and autoimmune anaemia ('autoimmune: anemia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune anaemia (seriousness criterion medically significant), iron deficiency anaemia ("bleeding: anemia"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue and tooth disorder outcome was unknown and the menorrhagia, genital haemorrhage, autoimmune anaemia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, autoimmune anaemia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: she had experienced pregnancy: born with birth defects for which child, case: (B)(4) was created. Per ppf: essure date of insertion: (B)(6) 2001 (discrepancy noted). She had received treatment for following events" chronic pelvic pain , dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding between periods),anemia, general abnormal bleeding, hypersensitivity, autoimmune: anemia, psych injury, migration, bladder problems ,urinary problems ,bladder infection ,uti (urinary tract infection), vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported event ¿injury¿ was updated to more specified event ¿ migration, perforation: other, chronic pelvic pain, dysmenorrhea (cramping), abdominal pain , back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding between periods), bleeding: anemia, general abnormal bleeding, hypersensitivity, autoimmune: anemia, psych injury, pregnancy: born with birth defects, bladder problems, urinary problems, bladder infection, vaginal discharge, uti (urinary tract infection), fatigue, dental problems and plaintiff did not undergoes essure confirmation test¿. Reporter¿s information, demographics, essure indication (amended) and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation: other'), pregnancy with contraceptive device ('pregnancy : born with birth defects'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('general abnormal bleeding') and autoimmune anaemia ('autoimmune: anemia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune anaemia (seriousness criterion medically significant), iron deficiency anaemia ("bleeding: anemia"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and post procedural infection ("complications during removal surgery: infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder and post procedural infection outcome was unknown and the menorrhagia, genital haemorrhage, autoimmune anaemia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, autoimmune anaemia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, perforation, post procedural infection, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: she had experienced pregnancy: born with birth defects for which child, (B)(4) was created. Per ppf: essure date of insertion: (B)(6) 2001 (discrepancy noted). She had received treatment for following events" chronic pelvic pain , dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding between periods),anemia, general abnormal bleeding, hypersensitivity, autoimmune: anemia, psych injury, migration, bladder problems ,urinary problems ,bladder infection, uti (urinary tract infection), vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of product technical complaint. On 9-oct-2019: update of quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration'), perforation ('perforation: other') and pregnancy with contraceptive device ('pregnancy : born with birth defects/ pregnancy (with complications)') in a 22-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included pregnancy with contraceptive device (miscarriage-2005), multigravida and parity 5 (((B)(6) 1999, (B)(6) 2000, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007)). On (B)(6) 2001, the patient had essure (ess205) inserted. In 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), autoimmune anaemia ("autoimmune: anemia"), iron deficiency anaemia ("bleeding: anemia"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), post procedural infection ("complications during removal surgery: infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), herpes zoster ("rashes or skin conditions type: shingles"), nausea ("nausea") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, pregnancy with contraceptive device, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder, post procedural infection, vaginal haemorrhage, migraine, herpes zoster, nausea and vaginal infection outcome was unknown and the menorrhagia, genital haemorrhage, autoimmune anaemia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, autoimmune anaemia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, herpes zoster, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, perforation, post procedural infection, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she had experienced pregnancy : born with birth defects for which child, case: (B)(4) was created. Per ppf: essure date of insertion: 2004 (discrepancy noted). She had received treatment for following events" chronic pelvic pain , dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding between periods),anemia, general abnormal bleeding, hypersensitivity, autoimmune: anemia, psych injury, migration, bladder problems ,urinary problems ,bladder infection ,uti (urinary tract infection), vaginal discharge". The plaintiff experienced another two pregnancy episodes in 2005 which is captured under case (B)(4); and 2007 (case number (B)(4)) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation: other'), pregnancy with contraceptive device ('pregnancy : born with birth defects'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('general abnormal bleeding') and autoimmune anaemia ('autoimmune: anemia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune anaemia (seriousness criterion medically significant), iron deficiency anaemia ("bleeding: anemia"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and post procedural infection ("complications during removal surgery: infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder and post procedural infection outcome was unknown and the menorrhagia, genital haemorrhage, autoimmune anaemia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, autoimmune anaemia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, perforation, post procedural infection, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: she had experienced pregnancy : born with birth defects for which child, case: (B)(4) was created. Per ppf: essure date of insertion: (B)(6) 2001 (discrepancy noted). She had received treatment for following events" chronic pelvic pain , dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding between periods),anemia, general abnormal bleeding, hypersensitivity, autoimmune: anemia, psych injury, migration, bladder problems ,urinary problems ,bladder infection ,uti (urinary tract infection), vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: event" complications during removal surgery: infection" added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration'), perforation ('perforation: other') and pregnancy with contraceptive device ('pregnancy : born with birth defects/ pregnancy (with complications)') in a 22-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included pregnancy with contraceptive device (miscarriage-2005), multigravida and parity 5 (((B)(6) 1999, (B)(6) 2000, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007)). On (B)(6) 2001, the patient had essure (ess205) inserted. In 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), autoimmune anaemia ("autoimmune: anemia"), iron deficiency anaemia ("bleeding: anemia"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), post procedural infection ("complications during removal surgery: infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), herpes zoster ("rashes or skin conditions type: shingles"), nausea ("nausea") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device dislocation, perforation, pregnancy with contraceptive device, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder, post procedural infection, vaginal haemorrhage, migraine, herpes zoster, nausea and vaginal infection outcome was unknown and the menorrhagia, genital haemorrhage, autoimmune anaemia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, abdominal pain, back pain and metrorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The reporter considered abdominal pain, autoimmune anaemia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, herpes zoster, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, perforation, post procedural infection, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she had experienced pregnancy : born with birth defects for which child, case: (B)(4) was created. Per ppf: essure date of insertion: 2004 (discrepancy noted). She had received treatment for following events" chronic pelvic pain , dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding between periods),anemia, general abnormal bleeding, hypersensitivity, autoimmune: anemia, psych injury, migration, bladder problems ,urinary problems ,bladder infection ,uti (urinary tract infection), vaginal discharge". The plaintiff experienced another two pregnancy episodes in 2005 which is captured under case (B)(4); and 2007 (case number (B)(4)) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: fu 6 and 7 processed together. Plaintiff fact sheet received : reporter added. Events added- vaginal haemorrhage, migraine, herpes zoster, device ineffective, nausea, pelvic inflammatory disease, vaginal infection. Severity of pelvic pain added. On 3-mar-2020: fu 6 and 7 processed together. Medical records received : reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.